Event description:
Additional information received reported that the patient still had concerns with the device or therapy but had not sought further help. Despite several programming attempts, the patient still felt stimulation per each heartbeat. "Between heartbeats, stimulation dropped to zero and then it would stimulate (in a fair area) once the heart began its beat until it ended its beat." The patient noted that it "was constant and very annoying" and that "like (B)(6) torture, she must endure in order to take advantage of the spinal cord stimulator." No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s stimulation felt like it was ¿cycling¿ which meant it felt like an ¿in and out sensation.¿ these issues started after the patient was given access to adjust their stimulation¿s pulse rate and pulse width. The patient had been seen twice in their doctor¿s office and each time they had been happy with their programming and stimulation. It was thought that the patient¿s settings were at 40 hz and a pulse width of 450 microseconds. It was noted that the patient¿s heart rate was affecting their stimulation. When their heart would beat they would not feel stimulation. The patient was also not feeling stimulation 40% of the time when they were standing. The patient was also able to feel more stimulation when laying down. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).